Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). Following the introduction of a 6frx55cm non-bsc introducer sheath and a 0.014x300 non-bsc guide wire, a 6.0mmx100mmx80cm-hybrid sterling¿ balloon catheter was selected for use and advanced to dilate the lesion. Initially, the balloon was inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 12 atmospheres. The balloon was completely retrieved from the body and the procedure was completed with a 6x100 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).